Event description:
It was reported that a malfunction alarm with code occurred. There was no adverse impact to the customer's blood glucose level. The customer received guidance on how to reset the pump, including steps to ensure it was charging properly and to reload the cartridge post-reset, which were successfully completed with technical support assistance.